Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a stuck select button and had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was 67 mg/dl at the time of the incident. The customer stated that they were unsure if they have pressed a button down for three minutes or longer. The insulin pump was exposed to change in altitude. The customer was advised to remove the battery cap without removing the battery, and the customer was able to clear the alarm. The customer was advised to monitor and call back if the problem persists. The insulin pump will not be returned for analysis.